Event description:
On march 16, 2010, the lay-user/patient contacted lifescan (lfs) alleging a battery indicator issue with a one touch ultra 2 meter. The medical surveillance specialist (mss) spoke to the patient on march 24, 2010, and was able to obtain/verify limited information. The patient tests her blood glucose up to 6 times day. She takes set doses of metformin and an unidentified "green pill." The patient was unable to provide a date/time as to when the alleged issue began. The patient claimed, however, that because of the meter issue, she was unable to test her blood glucose with the reported device for an unknown period of time. The patient mentioned that she had a backup non-lfs meter that she used during the time of concern. However, since she did not like the non-lfs meter, the patient mentioned that she did not test her blood glucose on a regular basis and basically just tested herself whenever she felt symptomatic. Two weeks after the alleged issue began, the patient claimed that she developed a low blood glucose symptom of a cold sweat. The patient mentioned that when she felt low, she was able to test on the non-lfs meter and got results of "25 and 31 mg/dl." The patient also claimed that she eventually passed out. According to the patient, her grandson found her passed out and treated her with orange juice. The treatment helped to relieve her symptoms. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia 2-5 days after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.